Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400ml. Flow rate: 10ml/hr. Procedure: unknown. Cathplace: unknown. An anesthesiologist noticed that a (B)(4) pump infused faster than expected, in approximately 24 hours. Date of event: unknown.

Manufacturer narrative:
Method: no product was available for evaluation and investigation. The lot number was not provided therefore the device history records could not be conducted. The direction for use (dfu), ((B)(4)), states below: technical specifications: "the on-q pump cannot be filled less than the labeled fill volume or exceed the maximum fill volume." Delivery accuracy: "when filled to the labeled volume, flow accuracy is +/-20% of the labeled rates when infusion is started 0.8 hours after fill and delivering normal saline as the diluent at 22 degrees celsius/72 degrees fahrenheit." Results: without the actual product, a complete analysis cannot be conducted. If additional information pertinent to this complaint is received, I-flow will submit a follow-up report.